Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level. Customer's blood glucose value was 558 mg/dl at the time of the incident. The customer was assisted with troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as nausea and vomiting. The customer was treated with bolus. Customer stated that he forgot to give a bolus after eating lunch. Customer stated that the auto mode feature was active at time of high blood glucose event. The device will not be returned for analysis.